Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a tear in the white sheath of the driveline could not be confirmed through this evaluation. Additionally, a specific cause for the reported damage could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2020, through (B)(6) 2020. The log file captured numerous low battery (voltage) advisory alarms throughout the log file, as well as a backup battery fault alarm on (B)(6) 2020, (addressed under pi (B)(6). No other typical alarms or events were captured. No low speed or pump stoppage events were captured that would suggest a driveline issue. The actual speed remained at or above the low speed limit throughout the log file and the pump appeared to be functioning as intended. The account communicated that the patient reportedly has rescue tape on their driveline due to a small tear in the white sheath (silicone jacket). Alarms were unable to be reproduced with manipulation of the patient¿s cords. Submitted x-rays depicted a taped area on the distal portion of the driveline; however, no metal shield breakdown/separation was observed. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number #2916596-2020-02623. It was reported that the patient had rescue tape around driveline to cover small tear in white sheath around driveline. X-rays were taken of patient driveline.

Manufacturer narrative:
Correction: h4, h6 (results code) no further information was provided. The manufacturer is closing the file on this event.